Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). H6 results code - 4247 appropriate term/code not available: no code available since device was not returned. Hence results cannot be determined. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Reported issue: the blue clip of the pulsavac jet-lavage, which connects the handpiece and attachment, is loose. The lock no longer holds and the attachment has fallen off. The rinsing solution then splashes relatively far and the jet lavage can no longer be used correctly. So far only affected knee set or spray nebulizer kit. DHR review: the device history record (DHR) for 00515047601 lot number 64578434, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on 21 janaury 2020, it was reported from gemeinschafts-kh bonn that he blue clip of the pulsavac jet-lavage, which connects the handpiece and attachment, is loose. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: item#: 00515047601, fan spray kit, lot#: 64578434. Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the blue clip of the pulsavac jet-lavage, which connects the handpiece and attachment, is loose. The lock no longer holds and the attachment has fallen off. The rinsing solution then splashes relatively far and the jet lavage can no longer be used correctly. No harm, no delay, no part of the device fell in wound, product was contaminated so it was thrown away.